Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: the tab broke off the peal away sheath when attempting to peel away the sheath. Another kit was "opened" to complete the procedure.

Manufacturer narrative:
Qn# (B)(4). The customer report of a peel-away sheath torn incorrectly was confirmed through visual inspection of the customer-supplied photo. Full complaint verification could not be completed as no sample was returned for analysis. Despite this, based on the provided photo, the device history record review performed, and the comments from manufacturing, the probable root cause for this complaint was determined to be manufacturing-related. An investigation was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: the tab broke off the peal away sheath when attempting to peel away the sheath. Another kit was opeend to complete the procedure.